Event description:
It was reported that the ilet issued alert 38 indicating consecutive stalled motor events, which recurred after a device restart; the device was replaced and the user transitioned to backup multiple daily injections, with insulin delivery alerts verified in device history and data synchronized to the mobile app. Symptoms included no reported adverse clinical effects, with a blood glucose reading of 186 mg/dl. Outcomes included temporary interruption of pump therapy and use of backup therapy until replacement. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.